Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. At this time it is not possible to assign a definitive root cause for the event as reported. The patient information was not provided at the time of this report. Based on information received to date, the damage that occured to the device and if there is a relationship between the device and the report of, "they're afraid the patient was in a stroke." Is unknown. Questions have been submitted to the distributor to try and obtain additional information for this incident; however, it was reported that no additional information has been provided. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
It was reported that they were using this wire and looked like it basically split or like unwrapped. It almost get unraveled or split in half. Sr was not sure if this broke off into pieces. Sr do not know when did they notice the event but she think it was once used in the patient. This happened not just long ago, so the patient still might be on the table, they called sr while the procedure is still going on. They're afraid the patient was in a stroke, that there's a piece that broke off but they were looking for the wire or any pieces, that's last thing sr know.

Event description:
Additional information was received reporting that the device was used for accessing the lesion. It happened while pulling the wire and that there were no complications with the patient. The procedure was completed with a terumo wire.

Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one hydro gw stf std an 80-035; returned loose, accompanied by the opened, labelled packaging pouch, and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presents cut/skive damage located 9.10 to 17.40cm from the distal tip with a proximal to distal orientation exposing 7.80 cm of the metallic core wire. The specimen does not present any indication of polymer jacket removal or missing material. The damage appears consistent with manipulation of the specimen device within a metal needle or cannula. As indicated in the warnings portion of the device instructions for use, "* do not manipulate or withdraw the zipwire hydrophilic guide wire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or metal dilator may result in destruction and/or separation of the outer polyurethane coating, requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Do not use the zipwire hydrophilic guide wire with devices that contain metal parts such as atherectomy catheters, laser catheters, or metal introduction devices as they may cause the zipwire hydrophilic guide wire plastic coating to shear and/or sever the wire." The patient information was not provided at the time of this report; however, additional information reported there were no complications with the patient and therefore sections b1 and h1 have been updated to reflect this information. An exact root cause of the event as reported cannot be determined; however, based on the information provided it appears that clinical and/or procedural factors appear to have contributed to the event. If there is any further relevant information provided, a follow up medwatch report will be submitted.